Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2013, 690r30 heart ring, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with dark, tarry stools and the family was concerned that they were unable to read the patient's writing. It was noted that the patient was on potassium supplements, but off diuretics at the time. Their hemoglobin (hgb) had down trended and a gastrointestinal bleed (gib) was suspected. A scope showed blood throughout the colon but no active bleeding; an upper endoscopy (egd) was performed with no active bleeding. A push enteroscopy showed jejunal bleeding which was treated with argon plasma coagulation (apc). The patient was transfused with four units of packed red blood cells (prbc) and one unit of fresh frozen plasma (ffp). The patient was confused and angry and pulled their driveline two to three inches out of their abdomen. The driveline was pushed back in by the resident and the patient was started on intravenous (IV) antibiotics as a precaution. Cultures at the drive line exit site were negative. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. The reported "pulled driveline" event could not be confirmed due to insufficient evidence. Based on the available information, the most likely root cause of the pulled driveline event can be attributed to the reported "patient pulling driveline two to three inches out of their abdomen" as described in the reported event details. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a confirmed arteriovenous malformation (avm) in the ascending colon which was treated with clips. The patient remained hospitalized and continued to deteriorate over the next couple of months. The patient passed away and the cause of death was multisystem organ failure (msof).